Event description:
Endoscopic retrograde cholangiopancreatography (ercp) in the room and doctor had trouble with his images. Doctor stated that there was a 3-5 second delay on the images from the c-arm. Doctor was having trouble cannulating the common bile duct with wire. Not having proper equipment is causing unnecessary exposure for everyone to more radiation. Plus risk of perforation was higher since provider wasn't seeing images in real time. C-arm has been checked by biomed multiple times and was ok for use each time.

Event description:
Endoscopic retrograde cholangiopancreatography (ercp) in the room and doctor had trouble with his images. Doctor stated that there was a 3-5 second delay on the images from the c-arm. Doctor was having trouble cannulating the common bile duct with wire. Not having proper equipment is causing unnecessary exposure for everyone to more radiation. Plus risk of perforation was higher since provider wasn't seeing images in real time. C-arm has been checked by biomed multiple times and was ok for use each time.